Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2017 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 530 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the event was associated with air bubbles in the cartridge. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with air bubbles in the cartridge. Product return to manufacturer for investigation was refused; customer chooses not to return the cartridge.

Manufacturer narrative:
No product was returned. A retained sample of the same cartridge lot number d200237 was evaluated and tested by product analysis with the following findings: a lot review investigation of the incoming cartridges per lot was completed prior to release of this lot and ensured that all cartridges passed for this lot. The retained cartridge sample was found to pass the visual inspection and the fill, force, and leak testing. No defects were found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.